Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after the pump was dropped. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump does not power on, there were no audible and no vibratory sounds. There was damage to the pump which prevented a new test screen from being inserted. Not able to download the pump and cannot complete investigation. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.